Event description:
It was reported that during a sleeve gastrectomy procedure, the device was broken. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): cartridge pan dislodged. The analysis results showed that one ecr60b reload was returned unfired and with the pan partially detached at proximal end. Upon further inspection, it was noted that 3 drivers were out of position. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.